Event description:
As reported to coloplast though not verified, the patient was implanted with novasilk 2008 and expereinced erosion, infection, pain, dyspareunia, and required further surgery to remove and/or replace mesh.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device still implanted.